Manufacturer narrative:
The autopulse platform in complaint was returned to zoll on 02/10/2016 for investigation. However, investigation is still in progress. A supplemental report will be filed when investigation has been completed

Event description:
On (B)(6) 2016 the ems crew responded to an emergency call for a (B)(6) male that was down due to cardiac arrest. The patient was found, collapsed in the bathroom, by a family member. Bystander CPR was performed for approximately 10 minutes until the ems crew arrived. The ems crew took over manual CPR while they prepared the autopulse platform (s/n (B)(4)) for use. The crew loaded the patient onto the platform and positioned the lifeband in place. The "start" button was pushed, however the autopulse did not start compressions. The crew reverted to manual CPR while they checked the position of the patient. They turned the autopulse power off and back on, however the autopulse failed to come back on. They powered the device off and on again several more times, with the same result. The autopulse was aborted and the crew continued manual CPR for 30 minutes while they transported to patient to the emergency room. The patient never achieved rosc (resuscitation of spontaneous circulation). The patient expired at the hospital, time and cause of death is unknown.